Event description:
It was reported that following the patient's coronary artery bypass graft (CABG) surgery the right atrial lead threshold increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix mechanism.